Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device unexpectedly power cycled multiple times during patient use. The patient associated with the reported event was not harmed.

Manufacturer narrative:
The cause of the reported issue was determined to be due to fretting corrosion on the pcb mounted jack connector, j11, and cable -mounted plug connector, p1 and battery pins. It was also observed that the battery used with the device was 5 years old. Physio-control recommends to replace the battery every 2 years. Due to a part obsolescence, the device could not be repaired. A new device was provided to the customer. The device was scrapped by stryker.

Event description:
A customer contacted physio-control to report that their device unexpectedly power cycled multiple times during patient use. The patient associated with the reported event was not harmed.